Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
Prosthesis failure - event occasionally recorded as a result of an x-ray check in (B)(6) 2018 following a terrible triad. Unanticipated medical procedure.

Manufacturer narrative:
The reported event that #4 bipolar stem implant (sterile packed) was alleged of 'component loosened' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event (when did the implant loosen, what was the patient's activity level, what are the patient's details must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Prosthesis failure - event occasionally recorded as a result of an x-ray check in (B)(6)2018 following a terrible triad. Unanticipated medical procedure.